Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab tech. One (1) 6 fr glidesheath slender was returned to terumo medical corporation. The returned sample includes the guidewire, angiocatheter and packaging. The device was subjected to visual and functional analysis. The device was returned opened. No abnormalities nor defects were noted on the returned components. The guidewire is inserted into the angiocatheter, however, the guidewire could not pass through. The guidewire outer diameter is 0.0251." The angiocatheter inner diameter is 0.021." The guidewire is not within the specification for a 0.021" guidewire. The angiocatheter is within its design specification. One 6 fr glidesheath slender was returned to terumo medical corporation. The returned guidewire did not fit through the provided angiocatheter during functional testing and had an outer diameter consistent with a 0.025" guidewire. Therefore, the complaint can be confirmed for a packaging issue. The root cause is the incorrect size guidewire was included in the components during the packaging process. A corrective action has been implemented for this issue. The device history record review determined the device was manufactured in accordance with terumo procedures. Res 99285 has been provided as the z# has not been assigned at this time.

Event description:
Terumo medical corporation received the following information: it was reported that the wire would not pass through the angiocath. The estimated blood loss was less than 250cc. The patient remained in stable condition. Procedure performed was a left heart catheterization.